Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# serial# (B)(6) product ID 97745nt lot# serial# (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device.  The reason for call was patient stated they fell asleep charging the implanted neurostimulator (ins) this morning and when they woke up the controller was showing error message: software problem 1) intellis, 2) 3. 6, 3) 243, 4) qf port. Agent walked caller through resetting the controller but pt stated the controller was not powering up. Pt tried to connect the controller to ac power without the battery inserted and verified the controller does power up. Pt put the li battery back in but the controller was not indicating it was recharging and when they disconnected from ac power the controller screen went blank. Pt verified that one of the pins in the li battery is "lifted up a hair". Pt stated they tried to bend it back but that did not resolve the issue. The issue was not resolved. An email was sent to the repair department to replace the li battery pack. Pt called back stating that they put the new battery pack in their controller and the controller was charging, however memory problem data has been lost appeared. Pt said then that battery empty cannot continue recharge the controller appeared. Agent had the pt connect the controller to the ac power supply; memory problem data has been lost appeared, so agent walked the pt through setting the date/time on the controller. Agent advised the pt to recharge the controller and ins. Pt said that they needed to get back into the time setting, however the time menu option was grayed out in the menu. Agent understood that the ins needed to be charged, so agent advised the pt to charge the controller and then recharge the ins and access the time option again at that point. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: m995402a001, lot# serial#: (B)(6). Product ID: 97745nt, lot# serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6). B3: event date is date valid. H3: analysis found device scrapped due to failed full charge capacity should be >1240mah reads 1198 mah. No anomalies visually observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.